Event description:
Pt received a l3-s1 posterolateral fusion (plf) with bilateral pedicle screws and rod instrumentation in (B)(6) 2013. During f/u eval for adjacent segment degeneration and possible non-union, it was noted that the right s1 pedicle bone screw fractured. In (B)(6) 2014, the pt was revised, extending the construct from l2 to the pelvis. Pt activity level, bone quality, and compliance with post-surgical instructions, or if the pt sustained some impact or fall are unk.

Manufacturer narrative:
(B)(4). No radiographs or devices have been returned to confirm the event. Review of the device history records notes no material non-conformances or manufacturing errors that may have caused or contributed to this mode of failure. The contributing factors to a fatigue failure are the pt's adjacent segment degeneration, possible non union and one year duration to failure, though it is inconclusive which directly caused the screw fracture. The root cause of this reported event has not been determined, no conclusion can be drawn.